Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. (B)(4) testing found trace elements of iron in the deposit taken from the blister. The two unused system packs returned by the (B)(4) distributor from the c-flex 570c iol batch 96442 were also sampled and no contamination was identified in either of the packs. (B)(6) have advised rayner that the hospital did not use any metal tools or containers. It is not possible from the analysis to determine where the iron has been introduced into the blister. It is possible that they may have been introduced during manufacture; however, it is also equally possible that it was introduced once the blister had been opened at the hospital. A review of production records for the c-flex aspheric 970c iol batch 126e96442 did not identify anything out of the ordinary during manufacture. Records show that all manufacturing and quality checks were conducted with successful results. No other reports, of any nature, have been received against the c-flex aspheric 970c iol batch 126e96442. This appears to be an isolated incident. Trending will continue to monitor incidents of this nature.

Event description:
During the us FDA audit of rayner (establishment number: (B)(4)) that took place between 23rd-26th april 2018 the following observation was raised; "the procedures for receiving, reviewing, and evaluating complaints by a formally designated unit have not been adequately established. Specifically, the firm failed to adequately document the evaluation and rationale for the decision not to submit an MDR for the following complaints: (B)(4)". In response to this observation, a corrective action plan was put in place by rayner. A review of 282 cases was performed in order to provide a clearer explanation of the decision to not report. It was also agreed that if during this review it was identified that any cases that were not reported but on review were found to satisfy the requirements of MDR reportability that appropriate reports would be submitted to FDA. The following is a report identified on review to satisfy reportability criteria. On 8th june 2017, rayner intraocular lenses limited received notification from its (B)(4) distributor that a healthcare professional on opening a c-flex 570c iol blister pouch observed an impurity in the pack.